Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she leaned against the counter and her sensor broke. Customer stated that the sensor probe separated from the plastic and a sensor piece remained in her body. Customer stated that after two days she was able to remove the sensor piece with tweezers. Nothing further was reported.